Event description:
It was reported insufficient roll off occurred. The patient underwent a radiofrequency ablation procedure on their kidney. An rf generator 3000 and an rf probe were used. Computed tomography (CT) imaging at this time showed everything appeared normal. At the 3 month follow up appointment it was observed that the tumor was not ablated. No patient complications were reported.

Manufacturer narrative:
Date of event: this date is unknown and was therefore estimated.

Manufacturer narrative:
B3 date of event: this date is unknown and was therefore estimated. B5 describe event or problem & e1 initial reporter title, initial reporter first name & initial reporter last name: updated.

Event description:
It was reported insufficient roll off occurred. The patient underwent a radiofrequency ablation procedure on their kidney. An rf generator 3000 and an rf probe were used. Computed tomography (CT) imaging at this time showed everything appeared normal. At the 3 month follow up appointment it was observed that the tumor was not ablated. No patient complications were reported. It was further reported that roll-off, which indicates the clinical endpoint, was achieved at the time of the index procedure. During the index procedure, a CT scan is used for placement of the probe only, they do not perform a CT with contrast to confirm ablation. The ablation is confirmed at the 3 month follow up using a CT scan with contrast, which in this case revealed the tumor was not ablated.